Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use an nc sprinter balloon. It was reported that the balloon burst under rated burst pressure due to severe calcification during the procedure. Two other non medtronic balloons also burst in the same vessel for the same reason. The device operator commented that they understood the event was due to the severe lesion. No patient injury reported.